Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned, analyzed and no anomalies were found. Analysis indicated the helix of the lead became extrinsically distorted due to pulling/stretching/over-stress. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient presented to the emergency room and was experiencing skeletal muscle stimulation near the 5th intercostal space at the mid-axillary line. Pain with right ventricular (rv) lead pacing was also reported. Upon removal of the lead for repositioning, tissue was observed in the fixation helix. The physician chose to place an alternative lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.